Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and hyphema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and hyphema are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR reference: (B)(4).

Event description:
It was reported that following an uneventful left eye cataract plus trabecular micro-bypass stent system procedure, the patient presented with iop increase associated with hyphema postoperatively. Per report, the patient was treated with additional glaucoma medications and was reportedly cyclopleged with atropine. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the surgeon will manage the iop conservatively and the patient appeared to be heading in the right direction following day 4 post-op visit. Additional treatment options were discussed based on the condition of the patient. Additional information has been requested.

Manufacturer narrative:
MFR reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. According to the surgeon, definitely hyphema with possible retained viscoelastic contributed to the iop increase. Per report, the surgeon believes that patient taking aspirin postoperative contributed to the reported hyphema as the intraoperative procedure was without incident or severe bleeding. The reported hyphema was characterized as grade 1 (less than or equal to 1/3 anterior chamber vol.) And was associated with iop increase. The hyphema was managed with additional medication with daily iop monitoring. Per report, red blood cells (rbcs) were observed in the anterior chamber (ac) with fresh heme but appeared to be slowing after consulting with glaukos medical monitor for treatment recommendation. The patient prognosis was reported as ¿hyphema and iop decreasing and tapering off diamox¿.